Manufacturer narrative:
D10 concomitant products: unknown stapler, unknown stapling device (lot #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a right laparoscopic adrenalectomy, the device stopped functioning in the middle of the case. The jaw of the device was not opening after approximately two hours of use and the device became difficult or impossible to open. The device was plugged into a generator at the time of the event, and another ligasure device was used successfully with the same generator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: ta9048s, ta9048s ta 90-4.8 reloadable stapler (lot#unknown) additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found eschar build-up had the seal plates stuck closed. Functional testing found that only after the device was cleaned did the device's jaw opening and closing mechanism functioned properly. The weld integrity of the device was inspected and was found to be within specification. The device's knife blade advanced and retracted slowly due to eschar build-up. The knife cut of the device was tested on a silicone test strip with acceptable results. The jaw gap of the device was measured and it was found to be within specification. The device was detected when plugged into generator and activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. No electrical or wiring issues were found. It was reported that the device stopped working and the jaws were difficult to open. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thor oughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: keep the instrument jaws cleaned. Build-up of eschar may reduce the seal or cutting effectiveness. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.